Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure with hiatal hernia repair and device implant on (B)(6) 2015. Uneventful device explant (B)(6) 2016. The device was found in the correct position/geometry. Immediately after device explant the patient had a replacement linx device implanted.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure with hiatal hernia repair and device implant on (B)(6) 2015; uneventful device explant (B)(6) 2016; the device was found in the correct position/geometry; immediately after device explant the patient had a replacement linx device implanted.